Event description:
On (B)(6) 2023, a patient (pt) in japan reported ¿it became difficult to wear contact lenses (cls) because of scleritis in both eyes (ou).¿ two or three years ago (exact date unknown), the pt was diagnosed with scleritis ou while wearing 1-day acuvue® moist® brand cls. The pt was instructed to refrain from wearing cl for ¿a while¿ and was instructed to return to the clinic for follow-up. The pt was prescribed steroidal eye drops (details unknown). After the diagnosis, the pt was treated by several eye care professionals (ecps) but has forgotten the details of the diagnosis. Since then, the pt has been wearing cls and applying steroidal eye drops. The pt reported the symptoms ¿seem to be getting better, but still has redness ou.¿ the pt refused to provide any additional information. No additional medical information has been received. No additional information is expected. This event is being reported as worst-case as we were unable to verify the pt¿s diagnosis and treatment with the treating ecp. The date of the pt¿s event is being recorded as on (B)(6) 2020 as the event date is unknown. This report is for the pt's os event. The report for the pt's od event will be provided in a separate report. The lot number of the suspect os cl is unknown. The suspect os cl was discarded. No additional evaluation can be performed. If any further relevant information is received, a supplemental report will be filed.

Manufacturer narrative:
Suspect contact lens was discarded.